Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that his wife was in the hospital due to high blood glucose. The blood glucose level was above 600 mg/dl. The troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.